Event description:
The customer contacted physio-control to report that their device powered off twice by itself during a recent patient event. The customer advised that the patient had been sitting and was complaint free prior to going unresponsive and breathing stopped. CPR was initiated prior to ambulance arrival. Upon arrival, the ambulance crew connected the patient to their device and observed that the patient's heart rhythm was asystole. The patient's rhythm then went from asystole to pulseless electrical activity (pea). The patient was administered 1mg of atropine; however, the patient was never in a shockable rhythm during the event. While monitoring the patient en route to the emergency room (ER) the customer's device powered off by itself. The medic was able to restore power, however it powered off a second time. Power was restored again and the device remained on for the duration of the event. The patient had no return of spontaneous circulation (rosc) during the event. The patient did not survive the event and was pronounced upon arrival at the local ER. The customer, a medic, confirmed that the device use did not impact the outcome of the patient as the patient was never in a shockable rhythm and there was no need for defibrillation therapy.

Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic patient record (.pco file) from the event and confirmed that there were two losses of power during the event. The first loss of power lasted for 18 seconds and the second loss of power lasted for 14 seconds. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.